Manufacturer narrative:
The sample was received for evaluation on 25 september 2007 and sent for decontamination. Attempts are being made to obtain additional information. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.

Event description:
The nurse inserted the catheter successfully into the patient and as she was pulling out the stylet, the wire separated from the needle.